Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot / did not indicate a lot-specific quality issue. Based on available information, the cause of the reported entrapment of device was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. An xtw clip was inserted and advanced under the mitral valve. However, while the grippers were raised, the tip of one of the gripper arms became caught on the posterior leaflet tip and was unable to be removed. Troubleshooting was performed, but the issue was unable to be resolved. The clip was able to grasp and be deployed on both leaflets, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.